Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported difficulties appear to be related to case circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully. To further reduce mr, a second clip was advanced. Visualizing the clip was difficult due to imaging. There was difficulty grasping and difficulty maintaining the grasp; however, after several grasping attempts, the clip was deployed, reducing mr to grade 3. After the clips were implanted, a hole was noted on the posterior leaflet. No further intervention was performed. No additional information was provided.